Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead dislodged. During the procedure to reposition the lead, the physician screwed the setscrew on the implantable cardioverter defibrillator (ICD) device several times and the rv lead's impedance measurement went up to >3000 ohms. When measured with the pacing system analyzer (psa) the impedance measurement had been 750 ohms. The physician then stated that he'd noticed a setscrew issue previously but did not mention it. The normal guidant screwdriver was used. Additional testing revealed that the setscrew could not be tightened. A new device was then implanted without further complication and the lead remains implanted. No adverse patient effects were reported.